Event description:
Device malfunction: possible sent fracture. Symptoms/ae: none. Time of malfunction: during the procedure. It was reported that during an internal carotid artery stenting procedure, there was a possible acculink stent fracture. Post-dilatation was performed at 16 atmosphere. On post-dilatation angio film, there appeared to be an irregularity in the stent, assessed by the physician as a possible fracture. Another acculink stent was implanted inside the possible fractured stent as intervention. There was no reported injury. Three print-outs of angiogram images were provided and reviewed by abbott's medical adviser, who concluded there is no indication of stent fracture. No add'l info is available.